Event description:
It was reported that, during a posterior cruciate ligament surgery, the "4.5 endoscopic cannulated drill bit" was dull and the surgeon could not use it. The procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 7207315 sterile 4.5mm cannulated endoscopic drill bit used for treatment, was returned for evaluation. Provided states: ¿during a posterior cruciate ligament surgery, the "4.5 endoscopic cannulated drill bits" were dull and the surgeon could not use them¿. During apr 2019, smith and nephew made adjustments to the 7207315 4.5mm endoscopic cannulated drill bits grinding process that improved drilling performance when compared to older devices representative of the complaint units. During an engineering analysis, further evaluation of dimensional specifications was initiated for any improvement opportunities. Process improvements were incorporated for a tolerance inconsistency issue that affected sharpness of this product. Corrective action was initiated in (B)(6) 2019 to explore further drilling performance improvements. This lot was manufactured prior to the improvement. Rate of occurrence has declined since. Complaint history review indicated no similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation although occurrences drove an investigation resulting with the process improvement. Product met specifications upon release to distribution. Monitoring continues via rate of occurrences